Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On (B)(6) 2013, it was reported that the product broke during surgery. No other information was provided. Additional information was obtained from the distributor on (B)(4) 2013, with the following: on (B)(6) 2013, the technician was tightening the posterior set screw (19-12-001) when the tip of the screwdriver sheared off. A bayonet pick-up had to be used to pull the tip out of the set screw. It was reported that everything else went as expected. Surgery was completed. There was a spare instrument in the case and it functioned properly. Surgery time did not extend more than 10 minutes due to the incident. No additional anesthesia was administered due to the incident. On 0(B)(6) 2013, the following information was also provided by the distributor. During the thoracic corpectomy case on this (B)(6) male pt, the surgeon used an expandable titanium cage and the bodyform plate and screws. The pt was not harmed when the driver tip sheered off. The surgeon was in the final stages of instrumentation when the tip broke off. He switched to the final tightening shaft and tightened both set screws down.